Event description:
On (B)(6) 2014 the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch verio iq meter was giving inaccurate readings. The patient obtained the blood glucose reading of 166 mg/dl on the reported meter and a laboratory result of 133 mg/dl. The patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The patient did not report experiencing any symptoms or medical attention. The patient did not suffer any injury due to the reported meter. The patient experienced no symptoms and he denied seeking medical attention. However, as the test results fell outside expected values for meter-to-lab accuracy testing this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.